Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that their insulin pump was over delivering insulin. The customer stated that during the load phase, the piston hits and continues to push insulin through the tubing. Because of this issue the customer had a blood glucose level of 500 mg/dl at one point. The customer did not provide further details. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed and they may call back. The insulin pump will not be returned for analysis.